Manufacturer narrative:
Pending further follow-up information. (B)(4).

Event description:
Agent reported a catheter with a potential occlusion. The patient was allegedly having large volume discrepancies of typically 10-15 mls. The physician reportedly attempted to aspirate from the cap and was unable to do so. The physician reportedly turned off the pump and emptied it. The physician referred the patient to a neurosurgeon to evaluate next steps.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. As the device was not returned for additional evaluation or investigation, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
Agent confirmed that the patient had seen a neurosurgeon who decided they were going to explant the entire system. Both the pump and catheter were explanted at a later date and discarded. The agent reported that the entire system was explanted because the patient has a history of spine issues and physician thought it was best since the patient was still experiencing a lack of pain relief. MFR related to the pump explant is 3010079947-2020-00352.